Event description:
On the literature article named "primary total knee arthroplasty performed using high-viscosity cement is associated with higher odds of revision for aseptic loosening", it was reported that, after a journey ii system for primary tka had been implanted, 11 patients underwent a revision surgery due to unspecified reasons (different from aseptic loosening). No further information was provided. The outcome of this patients is unknown.

Manufacturer narrative:
H6: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data provided was presented in the literature article named " primary total knee arthroplasty performed using high-viscosity cement is associated with higher odds of revision for aseptic loosening". Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.